Event description:
It was reported that the physician swapped the leads and put the left ventricular lead in the right ventricular pace/sense port. The left ventricular lead showed non-sustained tachycardia episodes with noise. Reprogramming was done and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.